Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a cataract procedure the system kept powering down. The procedure was completed with an alternate system. There was no harm to the patient reported.